Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up report detailing the results of the evaluation.

Event description:
User facility reported device was in use with patient when patient was admitted to hospital for respiratory distress due to cuff leakage. Replacement of the tube was required. No permanent adverse effects to patient reported.